Event description:
On (B)(6) 2025 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient is currently hospitalized for the adjustment of duodopa. The patient developed cold symptoms since the night from (B)(6) 2025. A blood draw confirmed the patient had pneumonia and receiving unknown intravenous antibiotics.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.